Event description:
The caller reported a continuous glucose monitor (cgm) error 42 while using the g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer support provided information for resetting the pump and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.